Event description:
It was reported that the device powered down and back on by itself during a cardiac arrest call. After the device powered back on, it operated properly. According to the reporter, the pt did not suffer any adverse effects as of result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the incident log and observed a low battery message displayed, indicating the battery was charge depleted. It is unk if the incident was a result of a normal battery depletion, as the age of the battery and/or the condition of the charged battery could not be determined.